Manufacturer narrative:
The root cause of the issue appears to be related to the electrolyte injection cup (eic). Customer has not called back to report any further issues with the instrument, the replacement part, or the installation/repair. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the restrictor in line 18 of the unicel dxc 600 synchron system was leaking. Per customer's request, the customer technical specialist (cts) sent customer a replacement part for customer to install and perform the repair. The cts provided customer with precautionary guidelines to ensure proper installation. Therefore, a service request was not generated. Customer has not called back to report any further instrument issues. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.